Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed and it was note that the pump was dimpled. The pump was removed and replaced with a new one. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed and it was note that the pump was dimpled. The pump was removed and replaced with a new one. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and leak and functionally tested. Functional testing revealed that there was an anomaly as the pump did not pass the activation test. Based on the information available and analysis results, the activation anomalies identified in the pump could have caused or contributed to the reported clinical observation of pump dimpled.